Manufacturer narrative:
A product investigation was completed: the returned device is confirmed to have the cross handles on the proximal end of the device broken off. The device has numerous impact marks on the proximal end of the device as well as the cross handles. The impact marks are not in a consistent pattern on the device which indicates that the hammer guide was likely not used during multiple occasions while impacting the device. Hammer impact to the cross handles and off axis blows to the device is the likely cause of the breakage. A visual inspection, drawing review and device history record review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. No additional malfunctions were observed during investigation. Use of the inserter for ti elastic nails is outlined in the titanium elastic nail system technique guide. The technique guide describes use of a hammer guide and locking slide hammer to impact the inserter. The relevant drawings were reviewed during investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The device has numerous impact marks on the proximal end of the device as well as the cross handles. The impact marks are not in a consistent pattern on the device which indicates that the hammer guide was likely not used during multiple occasions while impacting the device. Hammer impact to the cross handles and off axis blows to the device is the likely cause of the breakage. There were no issues during the manufacture of this product that would contribute to this complaint condition. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: 22. Feb.2009. No nonconformances were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery for an open reduction internal fixation (orif) on a patients right ankle on (B)(6) 2017, while the surgeon was implanting the elastic nail with the inserter instrument the handle on the instrument broke. As the surgeon was using the locking slide hammer instrument with the inserter for elastic nails instrument the handle to the inserter broke into large fragments. The large fragments fell on the operating room floor and were retrieved. Surgeon chose to continue using the inserter to complete the nail insertion. No time delay was reported. Surgery was completed successfully and patient is reported in stable condition. Concomitant devices: locking slide hammer (item # 359.225, lot # unknown. Quantity 1 each); 4.0mm ti elastic nail 440mm (item # 475.940, log # unknown. Quantity 1 each). This is report 1 of 1 for (B)(6).